Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was having general symptoms of hyperglycemia, but no specific physical symptoms were reported. The patient¿s cgm was reading 189 mg/dl and the bg meter was reading 360 mg/dl. The patient reported to have calibrated the sensor but that it ¿didn¿t correct the reading¿. The patient went to the emergency room. The patient was treated with IV insulin and was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.